Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention, urge incontinence. It was reported that the caller increased the patient's stimulation from 1.7 to 2.7 volts which was uncomfortable, so she decreased stimulation to 2.3 volts. They also mentioned the patient passed a large blood clot and had lots of blood in his underwear. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient's wife. Patient's wife mentioned patient is not well at all. He has a low grade fever and is on antibiotics. No further complications were reported.